Event description:
It was reported that the left ventricular lead showed chronic high thresholds. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary:the distal portion of the lead was returned, analyzed and the outer insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo, the outer insulation of the lead developed cosmetic mio (metal ion oxidation) while in vivo, and the outer insulation of the lead was observed to have blood ingression.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).